Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized the evening of (B)(6) 2014 for diabetes ketoacidosis with a blood glucose level of 500 mg/dl. The customer expressed the following symptoms: vomiting, dehydration, and lethargy. The customer stated prior to his hospitalization, the insulin pump alarmed no delivery multiple times and he changed his insertion site three times. The customer was treated with an insulin drip at the hospital. Standard troubleshooting was declined. The product is being returned. Nothing further was reported.